Event description:
The device was used during a gastric bypass. Reportedly, the staples were missing and bleeding occurred. The surgeon applied cautery and another device to complete the procedure. The hosp has reported no pt injury occurred.